Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had the hrm task did not grant motor power in reasonable time. Customer's blood glucose value was unknown. The customer was unable to troubleshoot. The device will not be returned for analysis.

Manufacturer narrative:
No the hrm task did not grant motor power in reasonable time noted during testing, however noted in trace download analysis due to moisture damage. Device passed occlusion test, force sensor test, basic occlusion test, prime test, rewind test and displacement test. During visual inspection, found motor, force sensor and electronic stack moisture damage.